Manufacturer narrative:
The check of the sterilization charts of the lot # involved (humeral stem: lot #200903309; humeral body: lot #200803746; adaptor taper: lot #200707315; humeral head: lot #200801054) did not show any anomalies on the overall number of pieces manufactured with these lot#. All pieces were regularly sterilized before being placed on the market. This is the first and only complaint received on these lot #. X-rays related to the surgeries and explants were not received by lima corporate, so no further investigation is available. According to the info reported, germ responsible for the infection was unknown as well as the date of onset of infection and the date when the conversion was performed. We never received the results of the tests performed on samples, but, according to the check of the sterilization charts, all the lima devices were regularly sterilized. In conclusion, we cannot determine the cause for this late infection but, according to our investigation, this is not a product-related case. Pms data: we are aware of 5 cases of revision surgery due to confirmed infection involving a smr hemi prosthesis, (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Primary hemi-arthroplasty due to patient trauma was performed on (B)(6) 2010. Smr hemi was implanted at that time. On (B)(6) 2016, following an infection, patient was initially supposed to undergo a conversion to a total reverse shoulder prosthesis, but then revision surgery was postponed and patient (probably) treated with antibiotics until the infection resolved. Specimens were collected and sent off for micro culture analysis, but results of these tests are not available. Also unavailable the date of onset of the infection. Surgeon remarked that the components explanted were in fairly good conditions. In particular, the humeral stem was well fixed and had good osteointegration. During the conversion (date unknown), no lima components were implanted. Event happened in (B)(6).

Manufacturer narrative:
The check of the sterilization charts of the lot # involved (humeral stem: lot #200903309; humeral body: lot #200803746; humeral head: lot #200801054) did not show any anomalies on the overall number of pieces manufactured with this lot#. This is the first and only complaint received on these lot #. We will submit a final MDR once our investigation is concluded.

Event description:
The primary surgery was performed on (B)(6) 2010 as a trauma hemiarthroplasty to the left shoulder. The original labels were discarded and no company representative was called to assist the primary case. On (B)(6) 2016, the patient underwent surgery to remove the prosthesis following an infection. This surgery was performed in another hospital and by a different surgeon. The patient was initially supposed to undergo a conversion to a reverse shoulder prosthesis, but the revision surgery will be delayed until the infection is resolved. Specimens were collected and sent off for micro culture analysis. The surgeon remarked that the explants were in fairly good conditions. The humeral stem was well fixed and had good osseointegration. Event occurred in (B)(6).